Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the patient stated the sensor wire was bent underneath the skin. They went to the emergency room (ER) and had an x-ray performed. The patient did not provide information on the results of the x-ray; however, they stated that an incision was made to attempt to remove the sensor wire but was unsuccessful. The hospital staff stated they would leave the wire alone to avoid risk of infection. The incision was closed with stitches. At the time of the report, the patient had a burning sensation at the site and didn't know whether it was related to the sutures or the retained wire. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 03/13/2023. It was reported that the patient's arm was severely maimed.

Manufacturer narrative:
(B)(4).